Event description:
Cut lip [lip injury]. Bottom cluster of brushes broke off the refill - oral-b [device breakage]. Case narrative: a spouse via phone reported that their wife (female) cut her lip when the bottom cluster of brushes broke off the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
On 21-may-2025, product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Cut lip [lip injury]. Bottom cluster of brushes broke off the refill - oral-b [device breakage]. Case narrative: a spouse via phone reported that their wife (female) cut her lip when the bottom cluster of brushes broke off the oral-b toothbrush head refill. No serious injury was reported.